Event description:
As reported, during an intervention, the fogarty balloon did not deflate and burst during its removal, forcing the surgeon to modify his approach in order to remove the piece of missing balloon. An attempt to obtain additional information was unsuccessful.

Manufacturer narrative:
The catheter was not returned for evaluation; it was discarded at the facility. A review of the manufacturing records indicated that the product met specifications upon release. The complaint could not be confirmed without return of the product. With such limited information, it is not possible to determine what factors may have contributed to the event. No actions will be taken at this time.